Event description:
The lay user / patient contacted lfs (B)(4) alleging that the test strips failed using the control solution. The patient obtained a result of 139 with the range of 102-138. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were not expired. The product was replaced. The complaint is being reported since the test strips failed using the control solution and the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) is k093745.